Manufacturer narrative:
The insulin pump was received with not button response due to corroded keypad traces. Unable to confirm unexpected battery out limit due to unresponsive keypad. No ramping numbers noted on the display. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a button got stuck and the numbers on the screen of the insulin pump started scrolling when trying to enter the blood glucose reading. Customer removed and reinserted the battery and received a battery out limit and then, the buttons became unresponsive. Blood glucose value was 245 mg/dl. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.